Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that, during a week, the maximum atrial lead impedance reading increased to about twice its usual measurement. The lead remains in use. No patient complications have been reported as a result of this event.